Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 600 mg/dl. Customer had treated their blood glucose with a manual injection. It was also found the customer had excessive thirst from to their high blood glucose. The customer also reported they had broken their ankle, and in the morning their blood glucose would be high. Troubleshooting found insulin was able to exit from the tubing during a manual prime. However, the customer's insulin pump failed the high pressure test twice. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.